Manufacturer narrative:
The reagent information was not provided. The field service engineer (fse) found that the sample probe was clogged and replaced it, cleaned the vacuum circuit, and replaced a solenoid valve. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable urea and glucose results for 2 patient samples on a cobas c 503 analytical unit. The customer questioned the initial low results which prompted them to repeat the patient samples. Sample 1 had an initial urea result of <0.5 mmol/l. The repeat result was 11.1 mmol/l. Sample 2 had an initial glucose result of <0.11 mmol/l. The repeat result was 5.65 mmol/l.